Event description:
During a right lobectomy procedure, the approximating lever did not close. The surgeon applied another device without pt injury.

Manufacturer narrative:
The cause for the difficulty reported could not be determined as the subject staple cartridge was not returned for evaluation.